Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2012. According to the complainant, during the procedure, the physician was unable to pass a stent via the biopsy port of the scope; other instruments/equipment had been able to pass. The physician noticed what appeared to be a white plug down the biopsy port of the scope. The physician removed the white plug and continued the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of the biopsy cap sponge being pushed out into the scope. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.